Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) , batch: 7091432. Brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(6) , batch: 752935.

Event description:
It was reported that the patient experienced weakness and pain across his upper and lower limbs after the implant of the leads and implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. A computerized tomography scan (CT scan) was performed and found no abnormalities. The physician decided to explant the entire system due to concerns of spinal cord compression. The patients' symptom have improved post explant, and is doing well. The devices will not be returned for analysis as they were disposed of by the facility.